Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 451 mg/dl. Customer's current blood glucose level was 443 mg/dl. Customer reported that they used 100 units of insulin. Customer used manual injection high blood glucose level. It was unknown if customer was using auto mode at the time of incidence. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.